Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from over one year to trigger elective replacement indicator (eri), within three months. The device emitted beeping tones associated to the eri. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was replaced and is not expected to be returned based on physician's decision. No additional adverse patient effects were reported.